Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication vial broke in drawer 3, a matrix drawer with a return bin, and the liquid leaked down into the drawers below. A field service engineer (fse) replaced cubie trays in both half height drawers 4.1 & 4.2, cleaned up the bin in drawer 5 and replaced the cubie tray in row a in full height drawer 6 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had large vial break and spilled fluid into multiple drawers of the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.